Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found displaying a black screen with a password prompt. A technical support specialist (tss) reviewed the remote smart service event information and system status and identified that the station had undergone an automatic reboot related to a system update requirement. The tss performed a review of system activity and determined that an automatic reboot was triggered by an operating system update process, which resulted in the station temporarily displaying a black screen with a password prompt. It was explained that the device operated on the windows 10 platform and that a firmware update initiated a forced reboot. During this reboot, the device was temporarily unable to boot to the hard disk and entered the basic input output system, which was secured with a password and therefore did not allow access. After a subsequent reboot, the device completed startup successfully. The issue and behavior were clearly explained to the customer, confirmed understanding and reported no further questions. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was not communicating. The technician found the device displaying a black screen with a password prompt. However, there were no delays or adverse events or injuries reported based on this event.